Event description:
It was reported that the device was removed on 2013 (B)(6) due to infection.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID neu_ins_stimulator, serial# unknown, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient's device was removed due to an infection. They said that "through charging and other complications" they ended up with an infection. The patient noticed they were tired, not feeling well, and had a low grade fever within a week after it was implanted. When they went to their healthcare provider they found a really bad infection. The ins was removed. The patient had to go on a PICC line for 6 weeks to get rid of the infection. No further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.